Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement a day after implant. Additional information was received from the field indicating that the dislodgement was confirmed through lead testing and chest xray. This ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement a day after implant. Additional information was received from the field indicating that the dislodgement was confirmed through lead testing and chest x-ray. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.